Manufacturer narrative:
Concomitant product(s): addrl1 ipg, implanted: (B)(6)2012, 501da24 mechanical valve, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not capturing. The lead was capped and replaced. No patient complications have been reported as a result of this event.